Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the nurse pulled out the bd intima-ii¿ closed IV catheter system needle, there was leakage at the septum. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: a photo was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. Lacking a sample, our investigators subjected five retention samples to the leakage test at 45 psi. No leak was noted under these parameters. The batch record was reviewed for the provided lot number. No related abnormalities were found. Because our investigators were unable to duplicate the reported failure mode, and the actual provided photographs did not show the failure mode, our investigators could not determine the root cause. No further corrective action is required at this time.